Manufacturer narrative:
Additional information was received on june 3, 2016 ans was added to the case. The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted an unknown biolox head (exact catalogue number unknown) in 2008 (exact date unknown). The patient underwent a revision surgery on (B)(6) 2016 due to fractured liner. The femoral head, fractured liner and taper adapter, were removed and replaced. It was also reported: "on radiographic images, the head appeared to be at the superior most side of the cup and appeared to be articulating with the shell itself. I was told that a few months previous to this incident, the head appeared to be located centrally in the cup. The surgeon suspected that the liner was fractured. When we entered the hip joint during the procedure, this appeared to be the case. The liner was fractured and the head was articulating directly on the acetabular component." Note: as the complete implantation date was not provided, the last day of the month of the reported years was taken.

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown biolox head (exact catalogue number unknown) in 2008 (exact date unknown) and was revised on (B)(6) 2016 due to fractured liner. The femoral head, fractured liner and taper adapter, were removed and replaced.

Manufacturer narrative:
Trend analysis: no trend was identified. Device history records (DHR): head number 08@152413 (ref: 00-8775-036-02) was part of order #(B)(4) which was distributed over two zimmer biomet lots: lot2440503 and lot2447803. The router and incoming receipt have been reviewed. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: it was reported that the biolox head was revised due to fractured liner after 7 years and 5 months in vivo along with the (B)(4) products (liner and taper adapter, split case (B)(4)) review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis visual examination: the biolox delta head was received as one piece for the investigation. Metal transfer of erratic appearance can be found in large amount on the outer surface and on the taper area of the implant which can be identified as secondary effects. Metal transfer on the surface of the implant is most probably due to contact between the metallic shell and the ceramic head after the liner breakage. Erratic metal transfer observed on the taper area is probably due to the contact with the metallic stem during the removal in revision surgery or during the implantation. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using dfmea: loss of connection due to inadequate assembling procedure: possible: as the implantation surgery report is not available for the investigation; loss of connection, fracture of ceramic head due to particles between stem and head taper: possible: particles could be the reason as the uneven metal transfer points to this possible root cause; compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device: possible: no information is available regarding the patient activity; increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight: possible: no information is available regarding the patient weight. Conclusion summary: in case of a symmetrical taper fit situation between the ceramic head and the stem, thin concentric lines are expected over the whole circumference in the taper top/center region. This expected metal transfer cannot be found. Missing metal transfer on one side of the head taper points to a disturbance of the stem-head contact as contamination like tissue shreds or bone particles, or tilting of the components. The reason of the revision surgery was noted as the fracture of the insert. However, it could be possible that the disturbance of the stem-head contact due to any possible reasons given above may have subsequently led to the failure that occured. The investigation of the other (B)(4) products will be found in (B)(4). However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a biolox delta, ceramic femoral head, m, 36/0, taper 12/14 in 2008 (exact date unknown). The patient underwent a revision surgery on (B)(6) 2016 due to fractured liner. The femoral head, fractured liner and taper adapter, were removed and replaced.